Manufacturer narrative:
Device passed displacement test and self test. Software error noted in the formatted history file. Problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s pump received pump error alarms. The customer¿s blood glucose level was 117 mg/dl. The customer was asked to clear the alarm as soon as possible and the customer was not able to rewind the pump completely. The insulin pump will not be returned for analysis.